Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 375cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. Right breast implant was described as not as firm, leaking, and broken. The patient has consulted with a medical professional on (B)(6) 2020, however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On december 6, 2024, mentor received additional information indicating that the patient was also diagnosed with left breast capsular contracture (baker grade unknown). This medwatch form is for the right breast prosthesis. Left breast capsular contracture will be reported under mrn: 1645337-2024-15081.

Manufacturer narrative:
On april 3, 2025, mentor received additional information indicating that the patient was actually diagnosed with bilateral breast implant ruptures and the left breast capsular contracture has progressed to baker grade iii.

Manufacturer narrative:
On may 1, 2025, mentor received additional information which indicated that the correct date of event was on march 25, 2019. In addition, the patient was also diagnose with bilateral breast cysts and silicone laden axillary lymph nodes on the right and left breasts.